Manufacturer narrative:
Product event summary: the device was returned and analyzed. The antenna was broken and/or fractured. Device and hybrid analysis revealed that the device was returned with no telemetry, the device was opened and found that the battery voltage was 2.658v. The device couldn¿t be interrogated on the 2090, ulp, and the smartsync programmers when connected to a power supply. The lack of telemetry was confirmed and traced to an open circuit in the antenna coil. X-ray inspection noted a fracture in the wire between the antenna coil and the ant1 terminal post (inner post) of the m929566a006 antenna assembly. No hybrid anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The device was returned to the manufacturer after being explanted due to normal eri and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.